Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issues were verified. Additionally, the unexpected shutdown issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred (malfunction 9, malfunction 12, malfunction 16). Subsequently, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 360mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.